Event description:
The lay user/patient called lifescan (lfs) on july 6, 2006, and alleged that her meter was reading inaccurately low. The medical affairs specialist mailed a letter on july 11, 2006, since the user could not be reached by telephone for further clarification. The patient reported that her meter was reading in the 100 mg/dl range. She reported that approximately one month ago, she went to the hospital in diabetic ketoacidosis (dka) and was treated with insulin. At the time of the event, she was experiencing nausea and vomiting. She attempted to test on another meter but it was prompting an apply sample message. It would have been helpful to know what the pt's meter results were, what was her last meter result prior to going to the hospital, when her symptoms started, her medication regimen, and if she made any changes to her medication regimen. The patient used the correct testing technique and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported, as the meter results did not match the patients symptoms and she subsequently went to the hospital in dka and she was treated with IV isulin. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet recieved it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.